Event description:
A malfunction on the customer's pump was reported, identified as a software error. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with resetting the pump, and the issue did not recur. Customer may continue to use the pump.